Manufacturer narrative:
The blade subject to this MDR was returned to the MFR for eval. It was visually confirmed that one tab was broken from the mount of the blade. The returned part was measured where possible and all critical specifications were met. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi factorial. The handpiece associated with this MDR is as follows; part number: 6208000000.

Event description:
It was reported that during a total knee procedure the blade broke at the mount. It was also reported that there was no pt injury and the procedure was completed successfully.